Manufacturer narrative:
An ocd ca field engineer indicated that the probe was not adjusted properly. The fe performed the appropriate repairs and returned the analyzer to expected operation. A root cause was determined. An improperly aligned probe can result in an incorrect dispense of fluid and droplets on the gel card foil. A simlilar incident has not occurred since the repair.

Event description:
A customer observed incorrect dispense of reagent in the microtubes and droplets of fluid on the foil seals of gel cards prepared on the ortho provue analyzer. Incorrect dispense of fluid can lead to variations in antigen / antibody ratio and erroneous test results. Fluid on top of the gel card foil can lead to carry over and/ or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. Erroneous results were not reported.